Event description:
As reported to coloplast though not verified, patient was implanted (B)(6) 2007- patient experienced erosion, infection, pain, and as a result was subjected to an additional surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text : device not returned.